Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 09/02/2023, it was reported that the patient was on a flight. The patient¿s cgm was reading 400 mg/dl while the patient was asleep. The patient¿s parent woke the patient up to do a bg meter test and his reading was 23 mg/dl. The patient eventually lost consciousness. The plan had to take an emergency landing. Upon landing, ems was there and assisted the patient. The patient¿s parent cannot recall the details of the event after that due to the ¿intense trauma¿. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.